Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm after high pressure test. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that they performed displacement test and self test. Insulin pump passed both tests. Insulin pump had insulin flow block alarm with new reservoir and infusion set. The reservoir had bubble and leak. No harm requiring medical intervention was reported. The device will be returned for analysis.